Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous left anterior descending artery that is 90% stenosed. The lesion was pre-dilatated with a 1.5x12mm unspecified balloon followed by the deployment of a 3.0x23mm xience prime stent. Post dilatation was performed with a 3.5x12mm non-compliant balloon; however, a distal edge dissection was observed. A 2.75x38mm xience prime was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.